Manufacturer narrative:
The following items were provided by the customer for complaint investigation: -one used list #14687-15, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch; lot #unknown; -one used list #unknown, bag spike adaptor w/ spiros; lot #unknown; -one used list #unknown, bag spike w/ clave; lot #unknown; -one used. List #unknown, 0.9% sodium chloride 250ml bag; lot #2h3051; -one used list #unknown, needle; lot #unknown. There were no damages or anomalies noted on the used 14687-15 primary plum set with a list# unknown bag spike adaptor w/ spiros. The returned set was attached to an ICU medical-provided IV bag, primed per packaging directions, and tested for an infusion flow test of 10 ml at 400 ml/hr using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were noted. The set was leak tested, and there was no leakage. The reported complaint was unable to be replicated or confirmed. D9 - date returned to mfg: 16oct2023.

Event description:
The reported complaint involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. It was reported that the connection was broken, even though there was no evidence of squeezing on the tube. The reported stated that there is no further information is available for this complaint. There was no report of human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 - initial reporter full phone number: (B)(6).